Event description:
It was reported to philips that the main monitor had no display. The device was inside of clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system main monitor was unavailable. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found that after several attempts of pressing the fluro pedal too fast, it didn¿t give the generator enough time to be ready. The fse analyzed the log with the cat tool, followed up with the radar remote tool and kept the system under monitoring for a week. After this, the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome.